Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. The customer's blood glucose (bg) was 307 mg/dl. Reportedly, the pump was able to charge successfully using the same charging configuration (usb cable, wall adapter, and wall outlet). No additional information was provided.